Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of right ventricular oversensing were noted on the device due to post-paced t-wave oversensing. Device reprogramming is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in four pieces. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen in multiple locations beneath the right ventricular shock coil with abraded cable coating. The cause of the oversensing and insulation damage is consistent with internal insulation abrasion. As received, the helix was found to be partially extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the helix failure to extend was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. A stylet test revealed the stylet was unable to be inserted beyond the connector region. The cause of the stylet being lodged inside the connector was due to overtorque of the inner coil. The reported events of oversensing, insulation damage, lodged stylet within the connector and helix failure to retract were confirmed.